Event description:
A report was received that an electrodes epoxy has leaked out through a hole around the needle and is stained red. This electrode was used in one procedure only prior to noticing the epoxy leakage.

Manufacturer narrative:
Csk-tc10 electrode, lot k237: a total of three electrodes were returned and analyzed. The complaint of after sterilization, colored fluid leaking from the hub was confirmed. External visual inspection revealed traces of potting epoxy on the hub. The epoxy leaked through the shaft opening in its liquid state during the manufacturing process, and was not removed after curing. In addition, the first two electrodes had a bent shaft due to external mechanical force. Visual inspection on the third electrode revealed traces of potting epoxy on the hub that was not removed after curing. All electrodes passed all electrode functional tests.

Event description:
A report was received that an electrodes epoxy has leaked out through a hole around the needle and is stained red. This electrode was used in one procedure only prior to noticing the epoxy leakage.